Event description:
The biomed reported during patient use, it was observed that the screws on the pump head of the pump rotor of the thermogard xp ivtm system (sn (B)(6) are loose and cannot be securely tightened, affecting the functionality of the console. No additional information was provided. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) involved in the reported complaint will not be returned for evaluation because the biomed was able to resolve the issue of the loose screws on the pump head of the pump motor. The screws were tightened with loctite. The customer tested the console, and it is functioning as intended. Per the customer, the console is back in service. Therefore, service was not required to be performed by zoll.